Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged audio/vibrate anomaly, unexpected battery power loss, failed self test and rewind anomaly found on dec 27, 2021. Device passed the displacement test, sleep current test, active current test, rewind test, prime/seating, basic occlusion test, force sensor test, occlusion test. However, pump failed self test due to pump not vibrating. Device successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. No motor related alarms noted during test. Motor was tested outside of the device and passed the ngp system board test. Device was cut open, and the j7 connector was loose. J7 was reconnected and vibrating feature worked. In summary, customers alleged vibration anomaly was confirmed through testing due to a loose j7 connector. Customers alleged unexpected battery power loss was not confirmed during testing. Device failed self test due to not vibrating during self test. Customers alleged rewind anomaly was not confirmed through testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power loss alarm even if the battery was not removed from the pump. Customer was able to clear the alarm but did not received request to rewind. Customer stated that they performed self test and insulin pump did not passed it. Customer stated that the insulin pump did not vibrate even if the vibrate setting was on. No harm requiring medical intervention was reported. The device will be returned for analysis.